Event description:
The patient was hospitalized for elevated blood glucose levels, dka, and kidney stones. The patient's husband also reported that the pump was emitting occlusion alarms.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a damaged force sensor which resulted in occlusion alarms, but demonstrated that the pump was operating within required specifications and delivery accuracy.